Event description:
A facility reported that during "posterior cervical procedure vs craniotomy", the patient slipped out of the mayfield modified skull clamp (a1059) causing a laceration to the patient's head requiring intervention. No surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation. Device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint could not confirmed as slippage could not be duplicated. When the skull clamp is properly positioned and put under pressure, it will not move. Due to a patient injury involvement, this skull clamp was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the initial service team, that the returned unit was in worn condition with minor movement in the lock. General cleaning and maintenance required. By the completion of service, the following components will have been replaced: roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings and wave springs. Root cause - evaluation of the returned a1059 found no device deficiencies that would have contributed to the reported complaint. When the skull clamp is properly positioned and put under pressure, it will not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a